Event description:
Caller reported a malfunction on the pump, which was identified as being affected by a specific malfunction code and included in a field correction. There was no adverse impact to the customer¿s blood glucose level, with levels remaining below 500 mg/dl (27.7 mmol/l). Tandem technical support resolved the issue by sending a replacement pump to the customer, updating it with new software, and advising on proper use. The customer was instructed to revert to multiple daily injections to ensure continued insulin delivery and was guided on how to return the malfunctioning pump through ups, with acknowledgment of these instructions.